Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing seven occurrences of producing false negative results. There was no report of confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: it was reported that customer reported that her new free of charge (foc) analyzer ( sn (B)(4)) yielded 7 false negative (fn) results when she was using the bd veritor sars cov-2 test kits. She was able to provide the ref# 256082 - lot #1246266 for only one test kit for rapid detection of sars-cov-2.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1246266. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing seven occurrences of producing false negative results. There was no report of confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that customer reported that her new free of charge (foc) analyzer ( sn (B)(6) yielded 7 false negative (fn) results when she was using the bd veritor sars cov-2 test kits. She was able to provide the ref# 256082 - lot #1246266 for only one test kit for rapid detection of sars-cov-2.